Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection of pump downstream occlusion sensor seal was performed. The customer's concern regarding dso seal bubble was duplicated. According to the investigation, the pump passed a downstream test to ensure workability of the dso sensor. Investigator's will replace the dso seal. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench-testing of this smiths medical cadd solis vip pump, the pump downstream occlusion sensor dso seal was bubbled. No patient involvement was reported.